Event description:
The initial complaint was reviewed and found not reportable. Upon product number receipt it has been determined this device is not reportable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 24-feb-2022. Expiration date: 01-feb-2032. Part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile. Lot number: 651p980. (Sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21853 supplied was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm lot number: 358p774 lot quantity: inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received dated 31-dec-2021 was reviewed and determined to be conforming. Certification for heat treat supplied dated 17-dec-2021 was reviewed and determined to be conforming. Heat treat specified . Results certified . Certificate of compliance dated 11-nov-2020 was reviewed and determined to be conforming. Certificate of tests supplied dated 07-oct-2021 was reviewed and determined to be conforming. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø10 was broken from the prongs, only the head fragment was returned. A dimensional inspection and a functional test for the reamer head f/ria 2 ø10 were unable to be performed due to post manufacturing damage. However, loose issues are most likely due to the broken condition of the reamer head. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10 would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: 14.0mm reamer head ria 2 _susa rev. A / rev. A dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown reamer head/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2022, the reaming heads of the reamer/irrigator/aspirator (ria) 2 system came loose during the reaming process. There was no patient consequence. No further information provided. This report is for one (1) unknown reamer head this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier (B)(6). Manufacturing location: supplier ¿ (B)(6)/ inspected and packaged by: monument, release to warehouse date: 24-feb-2022, expiration date: 01-feb-2032, part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile, lot number: 651p980 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21853 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm lot number: 358p774. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received dated 31-dec-2021 was reviewed and determined to be conforming. Certification for heat treat supplied dated 17-dec-2021 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Certificate of compliance supplied dated 11-nov-2020 was reviewed and determined to be conforming. Certificate of tests supplied dated 07-oct-2021 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay. The procedure was successfully completed.